Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked lcd window.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated the insulin pump was continuously vibrating and beeping. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer stated they were swimming prior to the alarm occurring, but did not expose the insulin pump to water. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.